Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the unit was unable to cut consistently across the entire length of the blade. Engineering observed that there was a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the event unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: prostatectomy translation ame: after the use of a 1st scissors which had not cut, this 2nd scissors presented the same problem, not cutting either and this from the beginning of the intervention. These 2 defective scissors being from the same batch, the customer has withdrawn the entire box from his stock and asks us to exchange all of his scissors from the batch concerned by this problem. Or 2 open scissors + 7 sterile. Intervention: change of device patient status: no clinical consequences have been reported.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: prostatectomy. Translation ame: after the use of a 1st scissors which had not cut, this 2nd scissors presented the same problem, not cutting either and this from the beginning of the intervention. These 2 defective scissors being from the same batch, the customer has withdrawn the entire box from his stock and asks us to exchange all of his scissors from the batch concerned by this problem. Or 2 open scissors + 7 sterile. Intervention: change of device. Patient status: no clinical consequences have been reported.